Event description:
It was reported during an unspecified procedure the camera head model presented a fuzzy image/blurring of images. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. Updated fields: d4, g3, h2, h3, h4, h6, h10, h11. Corrected fields: h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during an unspecified procedure the camera head model presented a fuzzy image/blurring of images. There were no reports of patient harm.